Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box history showed that different basal programs were being used at various times. On (B)(6) 2013 at 07:17 basal program 4 was activated; on (B)(6) 2013 at 00:02 basal program 3 was activated; on (B)(6) 2013 at 00:02 basal program 3 was activated; on (B)(6) 2013 at 17:01 basal program 4 was activated; on (B)(6) 2013 at 09:06 basal program 4 was activated. The pump was programmed with I:c ratio of 1unit: 9g, isf 1unit: 2.5 mmol/l, target bg 6.5 mmol/l and 1 unit/hr basal rate. The pump was exercised for 24 hours without issue; the pump settings remained in the pump with no changes observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that when at the diabetes center the pump settings were noted to have all reverted back to default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.